Event description:
It was reported that one day after the implant procedure, the patient experienced a perforation and tamponade. The source of the tamponade was unknown and the parameters were unchanged and acceptable. Surgical intervention was performed and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).